Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing by a distribution, the device inappropriately prompted a "plug-in cable" message when the electrode cable was plugged in. Complainant indicated that there was no pt involvement in the reported malfunction.